Manufacturer narrative:
The returned device was evaluated and the data presented no anomalies. Inspection of the device found no physical issues capable of causing an over delivery of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 22 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include fainting. The ems gave IV and glucose gel pack, blood glucose level was 200mg/dl in 45 minutes then dropped again to 40mg/dl. Insulin wasn't suspended but wasn't giving him insulin because it was too low. At the hospital, potassium was low, dextrose. Blood glucose is still dropping even though he is on dextrose and IV. The patient was still in the hospital.